Event description:
Breast implantation was done on 6/9/80. During the past 11 yrs, rptr has experienced easy bruising and periodic high pulse rates. Beginning in 1990, she also noticed unusual skin irritations, which she never had before. Then during the fall of 1992, she encountered dizziness which then followed into extreme fatigue, general malaise, high pulse rate, heart palpitations, insomnia, gastro-intestinal disorders, food sensitivities, pain in the mid-back up into the neck (right side mainly), discomfort in the upper chest and throat area, constant hunger pains with weight loss, some concentration and memory difficulties, and a severe case of raynaud's. Rptr was put through a series of lab tests, x-rays, ultrasounds, etc. The results of all of these tests were mainly negative. However, a fibroid tumor was thought to be the problem. As rptr was also going through menopause, the drs and rptr thought the problems were related to hormonal changes. In 1993, rptr had undergone a hysterectomy and gall bladder removal. She never felt any better. Then in early 3/94, after her husband and dr encouraged her to keep track of her activities, she discovered that sex would set off an attack. Likewise, weather changes, any kind of stress (both positive and negative), exercise, gardening, vigorous walking, etc, certain foods, and even a massage appeared to exacerbate the symptoms. Acting on this discovery, she consulted an endocrinologist who specializes in autoimmune disorders and 2 gynecologists all of whom recommended that rptr sees a plastic surgeon who in turn ordered an ultrasound of the breasts. The ultrasound revealed findings suggestive of "implant rupture with early granuloma formation."